Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred while attempting to turn on the pump. Customer's blood glucose (bg) level was 194 mg/dl,; however, customer was using an alternate pump for insulin therapy at time of malfunction. Reportedly, the customer had manual injections as alternate insulin therapy.